Event description:
It was reported that approximately 45 months after the xience v stent implantation in the mid-left anterior descending artery, the patient experienced myocardial infarction, severe hypoxic encephalopathy, and subsequent cardiopulmonary arrest and death despite treatment with medication. This event was reportedly unrelated to the stenting procedure or device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death and myocardial infarction (mi) are listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.